Event description:
It was reported that the patient presented for one day post implant device check with the failure to capture exhibited by the left ventricular lead. The lead was deactivated via programming. The patient was stable.